Event description:
The customer called to report multiple no delivery alarms. The customer also reported that she didn't feel the insulin pump has been delivering the correct amount of insulin. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.